Event description:
Reported blood glucose results of 322 mg/dl and 198 mg/dl with a lifescan meter, performed within 10 minutes of each other. The custoemr care representative discovered that the meter was set to mmol/l instead of mg/dl. The patient was unable/unwilling to answer whether the meter had been set in the correct units of measurement at the time of testing.